Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated the cause of the catheter occlusion was not determined. The cause of the inability to withdraw from the catheter access port (cap) was not determined. The patient's baseline weight was (B)(6) kg. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study reported the patient was receiving baclofen at 1000.0 mcg/ml and a dose of 399.9 mcg/day.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: neu_unknown_cath, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for no known indication for use. It was reported the device diagnosis was catheter occlusion. No further information was reported. Event date was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter, UDI# (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional (hcp) via a clinical study indicated the outcome of the event resolved without sequelae on (B)(6) 2018. The pump was reprogrammed on (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported medications were administered on 2017-oct-22.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8780, serial (B)(4), implanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated on (B)(6) 2017 the subject began showing with agitation and increased tone after sitting in a chair in a car for several hours. Oral baclofen was given without effect. Oral valium helped with the agitation and tone. On (B)(6) 2017 agitation and tone continued, and the patient was taken to the hospital where they presented with fever, increased tone, and agitation. They were life-flighted to children's hospital for concerns of sepsis. The patient was started on bi-pap for hypercapnia, and sepsis was ruled out. On (B)(6) 2017 laboratory testing was performed where an infectious workup was unrevealing. The patient's white blood cell count was 9 and there was no bands. On (B)(6) 2017 a catheter access port study revealed the inability to draw back from port/unable to withdraw from catheter access port (cap). Surgery was scheduled. The patient's signs of withdrawal resolved on (B)(6) 2017, and surgery was cancelled. On (B)(6) 2017 symptoms of withdrawal returned and again resolved. On (B)(6) 2017 a cap contrast study was performed and again were unable to withdraw from cap. The event required in-patient or prolonged hospitalization. The clinical diagnosis was baclofen withdrawal and device diagnosis was catheter occlusion as previous reported. The patient was receiving gablofen. The outcome of the event was noted as ongoing. No action was taken. The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was possibly related. The event date was noted as (B)(6) 2017. No further complications were reported/anticipated.